Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26270.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26270.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26270. It was reported the patient suffered a fall approximately 2-3 months ago and is no longer receiving effective stimulation. Fluoroscopy revealed the lead had migrated. Reprogramming was unable to resolve the issue. Follow up information identified patient's pain is tolerable, however she is still experiencing falls and numbness in her right foot. The patient underwent surgical intervention to remove the entire scs system on (B)(6) 2015.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.